Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-2324bcc, with batch number 15382694, revealed that the anchor was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the device during insertion.

Event description:
On 26th sep 2025, it was reported by an arthrex's distributor via an email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke while inserting it into the bone. This was detected during an arthroscope rotator cuff procedure on (B)(6) 2025. The procedure was completed successfully by changing it to a new product. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.